Manufacturer narrative:
(B)(4). This report of a system error 2240 (air in set) was not confirmed due to lack of sample. Based on the information obtained during baxter?s investigation, the root cause of the alarm was due to a leak at the connection of the bag. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error while using the homechoice (hc) during therapy last night. Gts had the patient turn the hc on, end therapy, and review the alarm log. Gts found a system error 2240. The patient stated they had a leak at the connection of the bag. No injury or medical intervention was reported.